Manufacturer narrative:
Follow-up received on 09-may-2016: the quality-safety evaluation of ptc was received. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report received via media broadcast refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain complaints (interpreted as pelvic pain). Essure was removed and the pain complaints disappeared. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. Given the nature of the reported event, in the lack of alternative explanation, and considering that the pain resolved after essure removal, a causal relationship with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was received via media broadcast.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 07-mar-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. On an unspecified date, consumer experienced pain complaints, mood swings and forgetfulness. She stated that she was not herself in her body. Something was wrong but she did not know what. When she knew there was something wrong, she deteriorated even more quickly. Then she was sitting on the couch and she could not go to work anymore; she really was in a lot of pain. The gynecologist was not sure whether the complaints could be attributed to the essure. On an unspecified date, essure was removed and the pain complaints disappeared almost immediately after the surgery. The back contractions also disappeared on next day of surgery. Follow-up is not possible. Correction done on 10-mar-2016 based on information received on 07-mar-2016 this is a spontaneous case report which was received via media broadcast. Company causality comment: this spontaneous non-medically confirmed case report received via media broadcast refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain complaints (interpreted as pelvic pain). Essure was removed and the pain complaints disappeared. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. Given the nature of the reported event, in the lack of alternative explanation, and considering that the pain resolved after essure removal, a causal relationship with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. No active follow-up will be pursued, as this case was received via media broadcast.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.